Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. Currently the abdominal aortic aneurysm is 7 cm in diameter. Currently the aortic neck has disease progression resulting in aortic neck dilatation. The aortic neck is 27 mm in diameter. The patient presented at a routine follow-up. A recent CT revealed that the stent graft has migrated distally into aneurysm sac with a proximal type I endoleak present. The physician elected to implant an endurant 32x32x49 aortic cuff and the migration and type I endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).